Event description:
The handpiece was returned to an international distribution and repair center for svc, and during the eval, the device overheated. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at an international distribution and repair center for svc. During the eval, an overheating condition was found and then reported. Based on the investigation details, the likely cause was a damaged asic controller and problems with the carriage assembly. Those parts were each replaced along with other components.